Event description:
The following was reported: "unknown material was observed inside vamp flex syringe. Evaluation only."

Event description:
It was reported that the patient had a cardiac arrest in 2009 and cardiopulmonary resuscitation (CPR) was given. An AED was used but advised not to shock the patient. When the patient arrived at the emergency unit, asystole was determined. An ER consultant stated "the rhythm seemed to be asystole from the start". The patient expired. Device history reports did not register any tachyarrythmia episodes for that day. It was reported the patient had suffered frequent similar types of episodes since two months prior to event. A consultant in emergency medicine stated that a technical check of the device suggests a possible fault.

Manufacturer narrative:
Follow up MDR. Results (B) (4), equals-contamination. Customer report was confirmed. Saline primed entire kit was returned. 1mm long. Unknown brown material was found inside the vamp flex syringe. On 12/11/09, sample is sent to chemistry for analysis. On 1/4/10, per chemistry analysis (B) (4) the ir spectrum of the unknown brown particulate showed similar absorption characteristics when comparing to silastic adhesive like material.